Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade not specified.

Event description:
Healthcare professional reported right side removal was noted as ¿rupture "and capsular contracture¿, baker grade not specified . Manufacturer of the device was unknown. The device has been explanted.